Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image could not be displayed due to charged coupled device (ccd) failure, and no estimated cause for the charged coupled device (ccd) failure could be found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty charged coupled device imaging unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclavable camera head¿s was broken. The issue was observed during preparation an endoscopic sinus surgical diagnostic/therapeutic procedure which was completed with a similar device. There was a five-minute delay, however; there was no patient harm or user injury reported due to the event.